Manufacturer narrative:
The device was returned to (B)(6).

Event description:
It was reported that during the pre-use check, leakage of medical fluid from the medication bag was observed. There was no patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-08393. The report was submitted in error.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. 1 unit was returned for evaluation of the failure and picture by the customer was not provide it. Unit returned was received inside of a plastic bag which is not the original package and decontaminated. Visual inspection results: the sample don't present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Functional testing results: no leaks were detected in the sample. Conclusions: based on the visual inspection and functional testing, the reported nonconformance is not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.